Event description:
It was reported that during preparation for a port placement procedure, when opening the package of the device, a long crack was allegedly found on the package. It was further reported that it had allegedly affected the sterility of the device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sealed powerport isp MRI implantable port kit was received for evaluation. Along with the sample, one photo was provided for review. Visual evaluation was performed on the returned sample. The kit was inspected thoroughly, and the top portion of the product package was cracked across. The top tyvek label was noted to be partially peeled on the edges. Components were noted to move freely within the product try and did not appear affected. The manufacturing site evaluation states, an initial view showed one sealed powerport isp MRI implantable port kit, the labels on the tray were partially detached, a crack was observed in the corner of the tray peel-off flange, a view of the back of the tray showed the literature packaging attached to the tray. A closer look revealed that the tray crack extended from the peel-off flange to the edge of the outer tray seal. Therefore, the investigation is confirmed for the reported cracked package issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a port placement procedure, when opening the package of the device, a long crack was allegedly found on the package and it had allegedly affected the sterility of device packaging. There was no patient contact.